Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the hardware failed and required maintenance, and the device was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 main row b pockets were failed. A field service engineer reseated the row board and bus cables, popped out cubie pockets cleaned out row board trays, ran hardware test application diagnostic tested drawers and pockets, had pharmacist login and inventoried drawers. The system functioned as intended after the field service engineer repaired the device.